Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: what tissue was the suture used on? Please refer to the event description, no further information can be provided. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Please refer to the event description, no further information can be provided. How was the suture placed (interrupted or continuous)? Please refer to the event description, no further information can be provided. What post op date did the patient present with symptoms? (B)(6) 2019. If applicable, will product be returned, return date, tracking information? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unk. What is the patient¿s current status? Unk.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot al6167, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What tissue was the suture used on? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? What post op date did the patient present with symptoms? If applicable, will product be returned, return date, tracking information? Can you explain ¿magnetic therapy¿? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a procedure of open reduction and immersed nail internal fixation for left humeral condylar fracture and artificial radius head replacement and suture was used. Post-op, the patient experienced erythema and inflammation on the incision. Mannitol, sodium aescinate and low molecular weight heparin sodium were given to the patient. Cefotian hydrochloride was added to treat inflammation. Drug change and magnetic therapy were used to improve tissue microcirculation. Then the patient's condition improved. Additional information has been requested.